Event description:
In (B) (6) 2007, sculptra injectable filler was placed in the periorbital section under my eyes. The product immediately formed lumps which then calcified over the next three years. I filed a complaint with dermik labs, the MFR., and have had three surgeries so far to attempt to remove this product. It was at the time used off label at the direction of the reps from the company. It was also injected in my naso labial folds, which you just approved in july 2009, and that too has formed large lumps. I was injected along jaw line and have a blue, snake like lump at that site. I do not understand how this product was approved without the adverse effects being reported three years prior. This is an awful product that grows within the tissue and the lumps and is not able to be removed surgically, the tissue needs to be sliced resulting in concave indentations on my cheeks and under eyes. The public needs to be spared the use of this product asap. Diagnosis or reason for use: cosmetic benefit.